Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) examined the system remote and found that grid line artifacts in image and requested onsite support. The philips field service engineer (fse) visited onsite and checked the system and found that repaired chiller detector was disconnected at hose. To resolve the issue, fse replaced the chiller detector and performed the functional tests. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.